Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. This 2.75x24mm synergy xd was selected, during introduction the shaft fractured outside the body 10 inches from the hub. The device was removed from the patient, nothing was left inside the body. The procedure was completed with another of the same device. No patient complications were reported.